Event description:
A surgeon reported the air bubbles got into the infusion line "over the valve" during a vitreoretinal procedure. This caused continuous air bubbles in the vitreous chamber which hindered the surgeon's view into the eye. The tubing system was exchanged and the case was completed without patient harm.

Manufacturer narrative:
The sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).